Manufacturer narrative:
This report is submitted on september 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017. There are plans to re-implant the patient with a new device, but it is yet to occur as of the date of this report.

Manufacturer narrative:
It was reported the patient experienced infection at implant site prior to explantation (date not reported).